Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer had been continuously failing. A field service engineer was able to remove all cubie pockets and clean underneath them. The field service engineer also pulled the drawer and reseated/inspected the cables. After testing again, the field service engineer was still able to duplicate the issue. The drawer board was replaced and tested drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full-height drawer pocket had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event